Event description:
New information notes it was high capture thresholds.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance and unspecified capturing issue and during the replacement insulation was noted on the atrial (ra) lead. On 5 feb 2024, the physician elected to explant and cap the ra lead. The patient was in stable condition.